Event description:
It was reported that there was high thresholds on the left ventricular (lv) lead and the patient began experiencing phrenic nerve stimulation and diaphragmatic stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.